Event description:
It was reported that the handpiece overheated during a procedure. A back-up device was immediately available, and was used to complete the procedure without delay. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was sent to a 3rd party for repair and will not be returned for a quality investigation.